Event description:
Patient called and stated that she had a right knee replacement on or about (B)(6)2009. Patient stated that she started experiencing pain and a crunching sensation/noise on or about october, 2017. Patient stated that sometimes she does not have range of motion, sometimes cant bend her knee. Update as per medical review dated (B)(6)2018 - on (B)(6)2017 a CT of the right knee report states, ¿(1) consistent with zones of osteolysis adjacent to tibial component; (2) osteopenia consistent with osteoporotic changes"

Manufacturer narrative:
Additional info- ; event executive summary; product code, common device name; catalog #, lot number, expiration date; date of explant; PMA/510(k)#; manufacturing date. The following devices were also listed in this report: scorpio nrg ps femoral #11 right; cat#81-4411r; lot#lv2mjd scorpio m-dome x3 patella;cat#73-20-0710; cat#810v series 7000 standard tibia; cat#7115-0009; cat#dx7mne simplex p full dose 1 pack; cat#6191-1-001; cat#rjp192, simplex p full dose 1 pack; cat#6191-1-001; cat#rjp192, simplex p full dose 1 pack; cat#6191-1-001; cat#rjp192. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding osteolysis involving a scorpio insert was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no products were returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: can walk all day, x-ray, no sign of complication; 0° to 130°.¿ the office note on (B)(6)2009 states, ¿0° to 130°, excellent stability and no swelling, good strength. X-ray unchanged.¿ on (B)(6)2010 it was noted, ¿right knee one year post-op: doing fine. Complains of low back and hips. X-ray right knee, unchanged.¿ at her visit of january 7, 2013 the note states, ¿right total knee arthroplasty doing fine. Complains of left knee pain, right 0° to 125°. X-ray knee: left oa, right looks fine.¿ on (B)(6)2017 a CT of the right knee report states, ¿(1) consistent with zones of osteolysis adjacent to tibial component; (2) osteopenia consistent with osteoporotic changes; (3) mild joint effusion; (4) diffuse muscle volume loss.¿there is no x-ray evidence of loosening or migration and the CT scan of (B)(6)2017 is consistent with stress shielding and osteopenia in an eight-year post-operative non-pathologic total knee arthroplasty. There is no clinical documentation confirming the event description or mention of right knee problems in the last follow-up noted on (B)(6)2017." -product history review: product history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event was not confirmed by medical review. Review of medical records by a consulting clinician confirmed osteolysis noted at her visit of (B)(6)2013 the note states, ¿right total knee arthroplasty doing fine. Complains of left knee pain right 0° to 125°. X-ray knee: left oa, right looks fine.¿ on (B)(6)2017 a CT of the right knee report states, ¿(1) consistent with zones of osteolysis adjacent to tibial component; (2) osteopenia consistent with osteoporotic changes; (3) mild joint effusion; (4) diffuse muscle volume loss.¿ there is no x-ray evidence of loosening or migration and the CT scan of (B)(6)2017 is consistent with stress shielding and osteopenia in an eight-year post-operative nonpathologic total knee arthroplasty. There is no clinical documentation confirming the event description or mention of right knee problems in the last follow-up noted on (B)(6)2017. There is no evidence that factors associated with this patient¿s total knee arthroplasty components¿ design, manufacturing or materials are responsible for any clinical problems. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient called and stated that she had a right knee replacement on or about (B)(6) 2009. Patient stated that she started experiencing pain and a crunching sensation/noise on or about (B)(6) 2017. Patient stated that sometimes she does not have range of motion, sometimes cant bend her knee.